Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base and casters were replaced to fix the reported issue.

Event description:
The hospital reported that back caster fell off while moving the cart into storage. There was no reported patient involvement.